Event description:
It was reports that during a laparoscopic cholecystectomy procedure, the device would not seal 2 or 3 mm vessels. The vessels kept bleeding. A new device was used to complete the procedure. There was no patient impact. Additional information requested

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.